Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital retained.

Event description:
It was reported that patient's right ankle was revised after complaint of severe pain. Intra-operatively, the poly bearing insert was found broken in 3 pieces. Patient was revised from a 9mm poly to a 10mm poly. All other components were well-fixed and well-positioned and not revised.